Event description:
It was reported that the lead was explanted because of exit block. The physician returned the lead for investigation purposes. No patient complications have been reported as a result of this event.